Event description:
While suturing the vaginal cuff using a 0 vicryl endostitch and the 10mm endostitcher, the needle broke in half - leaving half of the needle stuck in the endostitcher and the other half in the patient's tissue a total of 3 x-rays were taken: 1st x-ray verified foreign body; 2nd x-ray verified location of foreign body near an endoclip placed intraop; multiple attempts to retrieve with no success; 3rd x-ray shows endoclip removed and foreign body still present. Risk benefit analysis done and decision made to close.